Event description:
It was reported the device was used on a small bowel resection and anastomis. It was reported the tlc75 was used on this procedure (performed on 6/2/1998). All staple lines appeared to be intact at this time. Postoperatively the pt experienced complications and was brought back to surgery for a diagnostic scope procedure and it appeared there was some bleeding from the staple line. The pt had a reoperation on 6/9/1998 and the surgeon performed another resection. It is unknown what product(s) were used to perform the reoperation. 6/15/1998 sales rep called and clarified more info. Rep reported a tx60b was also used during the original resection (small bowel to large bowel anastomosis). During the re-op via scope, the surgeon inspected the area and sutured the 1.0-1.5cm leakage with silk and vicryl. Pt doing well at this time.